Event description:
Upon completion of the canaloplasty procedure, the device was handed to the scrub tech who pushed the actuator forward while setting it aside. This was observed by a nova eye, inc. Medical affairs representative present at the surgery. The nei rep. Noticed that the distal section of the catheter looked slimmer than normal and asked to inspect the device. Upon inspection, the distal section of the catheter sheath was identified as being separated from the mid-section. The rep immediately informed the surgeon that a portion of the catheter was missing from the device and recommended the angle be checked. The surgeon thoroughly inspected the angle with a gonio prism from multiple angles and found no foreign body in the patient's eye.